Event description:
It was reported that the patient with this pacemaker experienced chest pain and palpitations. Upon review of device data, it was noted that this device was operating at the maximum sensor rate, and the histograms revealed that there was high pacing delivered by the device most of the time. The minute ventilation (mv) sensor was deactivated. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that the minute ventilation (mv) sensor has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.